Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. When the device is received, a quality investigation will be performed and a follow up report will be filed.

Event description:
It was reported that the aseptic battery housing opened during a procedure and the non-sterile battery fell onto the sterile field. There was a delay of 30 minutes while a back up device was located and the sterile field was re-draped. There were no allegations of adverse consequences for the patient as a result of this event.